Event description:
A surgeon reported an express mini glaucoma shunt device was removed & replaced due to high iop in the pt's eye. The dr stated that he felt te problem was physiological and not caused by the device. Several attempts have been made to obtain additional info. No further info is available at the time of this report